Event description:
It was reported that after a da vinci-assisted kidney cystectomy procedure, burn marks and blisters resembling pressure sores were observed in the buttocks area. A medtronic valleylab neutral pad was properly used, with the electrosurgical unit (esu) settings at low-50w for the maryland bipolar forceps (mbf) instrument and fulgurate-40w for the monopolar curved scissors (mcs) instrument. The surgeon or site speculated that the injury might have been caused by unintended energy transmission during dissection near the cyst wall, which was situated close to the abdominal wall. Initially, the vessel sealer extend (vse) instrument was used, but it was subsequently replaced with the mcs instrument, with no issues reported. There were no intraoperative complications, and the procedure was successfully completed robotically. There were no interventions specified. Although an inspection of the system and instruments revealed no damage, abnormalities, or malfunctions; the vse and the mcs instruments are considered possible contributors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Images of the skin wound in the buttocks area were provided by the customer; however, no additional information was able to be obtained regarding a source of the injury based on the image review. Manufacturer report number 2955842-2025-38872 captures the vessel sealer extend (vse) instrument as a possible contributor to the burn injury. Blank MDR fields: the missing patient and device information in sections a, b, and d was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Fields g5 and g7 are not applicable.